Event description:
It was reported that lead impedance was greater than 4000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : a full lead in segments was returned and analyzed. Analysis results revealed that the distal conductor was fractured. Additionally, there was blood/body fluid on the distal conductor (not obstructed). The outer insulation showed cosmetic environmental stress cracking and depression.